Manufacturer narrative:
Clinical investigation: there is no documentation to show that there is a causal relationship between the hyperkalemia and the liberty cycler. The previous line block and drain complication messages have been linked to the catheter blockage and there is no reported malfunction with the liberty cycler. However, there is a temporal relationship between the peritoneal dialysis (pd) therapy and the hyperkalemia due to the catheter blockage which caused the patient to experience inadequate dialysis. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number of the patient's cycler was not provided. Therefore, an investigation of the device manufacturing records could not be conducted by the manufacturer. A cycler is not released unless the labeling, material, and process controls are within specification. In addition, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient went to the hospital emergency room (ER) on (B)(6) 2017 due to the patient¿s potassium levels being too high. The patient was discharged from the ER on the same day. The patient had reportedly been unable to complete continuous cycling peritoneal dialysis (ccpd) treatments for an unknown time due to drain complications. The patient¿s potassium level was 6.9mmol/l on (B)(6) 2017 when the patient went to the ER and decreased to 5.3mmol/l prior to discharge from the ER. The patient¿s pd nurse reported that the patient had been having issues with their pd catheter, which was causing inadequate dialysis and may had been the potential cause of the drain complications and line block alarms leading to the hyperkalemia. The patient met with a surgeon at the pd clinic on (B)(6) 2017. The patient had calcification in the pd catheter causing a catheter blockage. The patient was treated with heparin and a small surgical procedure to correct the issue during a hospitalization from (B)(6) 2017 to (B)(6) 2017. The patient was discharged and has recovered. The patient continues with pd therapy on the liberty cycler without any reported issues.